Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00529. This report is being submitted as additional information. Approximate age of device- 86 days (calculated from the date when the batteries were issued to the patient). Manufacturer's investigation conclusion: the exchanged set of 14v li-ion batteries (serial #(B)(4)) were returned for evaluation. No faults with the batteries were observed when evaluated. The terminals on both batteries were clean, undamaged and not corroded. The pack capacity was checked at the maximum specified load with an electronic load based test system; the run-time capacity was in-line with typical battery pack capacities and exceeded the design specification. The fuel gauge current and voltage were calibrated. Review of the submitted log file, revealed power disconnect alarms. Two occurrences of the battery capacity indicator (rsoc voltage) dropping out and a non-corresponding (odd) cable voltages were seen in the log file. The dropouts resulted in power cable disconnect faults without a corresponding physical disconnect or battery removal. The dropouts during battery operation and within a few seconds of each other. These occurrences are indicative of a battery/clip connection issue or faulty battery clips. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use. Maintenance of the heartmate batteries and clips are addressed in the heartmate 14 volt li-ion battery instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s primary system controller was producing alarms of random beep when connected to one set of batteries. It was also reported that on an unspecified date when disconnecting from the batteries, the patient felt one of the batteries vibrate and then received an external electrical shock twice. The batteries were exchanged. There was no reported adverse patient impact due to the event.